Event description:
It was reported that the minicap transfer set was leaking between the female connector and main body. This occurred during the night and the patient wrapped a rag around the leaking part of the miniset. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.